Manufacturer narrative:
The reporter's meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4). At about 1 pm, the reporter went to the ER and the result from the laboratory using an unknown reagent was allegedly 3.7 inr. At 2:13 pm, the result reported to be from the meter was 2.4 inr. No treatment was received in the ER. The patient was told to withhold warfarin for 1 day based on the laboratory result. The therapeutic range was 2.0-3.0 inr and he tests weekly.